Manufacturer narrative:
Citation: chiang kc, liu k, lee wj, lin ms, yang lt. Valve-in-valve transcatheter aortic valve replacement for bioprosthetic valve failure complicated by hypo-attenuated leaflet thickening: a case report. Eur heart j case rep. 2026;10(2):ytag032. Published 2026 jan 27. Doi:10.1093/ehjcr/ytag032 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent valve-in-valve transcatheter aortic valve replacement (viv-tavr) with a medtronic 26 mm evolut pro transcatheter valve. During the procedure, the ring of the dysfunctional surgical valve (21 mm non-medtronic perimount) was intentionally fractured via high-pressure balloon inflation, followed by valve-in-valve implant of the 26 mm evolut pro. Approximately five months later, follow-up imaging revealed hypoattenuated leaflet thickening (halt) of all three evolut pro aortic cusps and thrombus formation in the right sinus of valsalva, with a mildly elevated mean gradient. Anticoagulation/warfarin therapy was consequently initiated, which led to resolution of the thrombus and an improved mean gradient after six months of treatment. Afterward, the warfarin therapy was continued with planned monitoring.